Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: did the device staple? If yes, was the staple line complete? If the device stapled, what was the appearance of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut was the cut line complete? If the device cut what was the appearance of the cut line (clean, jagged, rough, crooked, irregular, ripped cut)? How was the damage tissue resolved? Is the device available for return? If yes, please provide a contact name and mailing address for the return kit. What is the current patient status?

Event description:
User facility number (B)(4).